Event description:
The pt was in the operating room for a right distal femur replacement. After induction of anesthesia, the pt became progressively harder to ventilate. It was noted that the anesthesia airway circuit (which consists of a tube within a tube) had the inner tube kinked and rotated upon itself. This issue involved the inner tube thus, it was not immediately visible. When the issue was discovered the uni-lim coaxial circuit, aka, anesthesia airway circuit- the equipment was replaced. The equipment issue was quickly noted and there was no adverse outcome to the pt as a result of this event. All remaining anesthesia airway circuit were evaluated with no defects noted. The manufacturer was notified of this event.